Event description:
It was reported that when the preloaded intraocular lens (iol) was inserted into the right eye, there was a damage in the central part of the optic. As a result, the incision was enlarged and the lens was removed and replaced with a back-up iol. The surgery took about 1 hour and 30 minutes. After surgery, the number of corneal cells decreased from 3000 to about 400, resulting in bullous keratopathy which has not resolved. Account provided that the patient complained of bullous keratopathy but did not get a diagnosis until (B)(6) 2025, after which the patient has not visited the hospital for additional examination. No further information is available.

Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information was provided and it was learnt that the patient's left eye retinal detachment is medical history only and not related to a johnson and johnson device. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.